Event description:
I had a bilateral tubal ligation with filshie clips in (B)(6) 2014. Upon asking what the clips were made of. I was told only surgical grade titanium. Within 6 weeks of my tubal ligation, I began having joint pain followed by hair loss, unusual breast pain, cystic acne, enlarged lymph nodes, horrible nasal allergies, fatigue, brain fog, short term memory issues, light headed/dizziness, shortness of breath, a long term intermittent cough, horribly heavy menstrual cycles and finally I started having bilateral pelvic pain/burning sensation when laying on my back or in a sitting position. After many negative test results and my doctor thinking I was crazy I contacted the MFR of filshie clips. Cooper surgical and was told the clips do contain nickel, which I am allergic too. I went to a new doctor who agreed the clips needed to come out. During a pre op ultrasound, it was found that I have pelvic congestion syndrome, which was not present prior to my tubal ligation and any signs of pelvic congestion were not noticed during my original tubal ligation surgery. I had a laparoscopic bilateral salpingectomy with filshie clip removal in (B)(6) 2016 where enlarged veins signaling to pelvic congestion were viewed on and around my uterus. I believe filshie clips played a role in my development of pelvic congestion and were the cause of all my previously mentioned symptoms. I am currently still suffering from hair loss, but my other symptoms have disappeared.